Manufacturer narrative:
Per the clinic, the patient was prescribed a two week course of oral antibiotics on (B)(6), 2015.this report is filed january 20, 2016. The implanted device remains.

Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient developed an ulcer at the site of the implant magnet. Subsequently the patient underwent a surgical procedure on (B)(6) 2015 to have the internal magnet explanted; during the same procedure skin was excised from around the ulcer and the ulcer was closed. The implanted device remains.